Event description:
It was reported that the insertable cardiac monitor (icm) sensed false positive atrial fibrillation (af) episodes. No interventions were performed. There were no patient consequences.